Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the tubing at fitting 0 on the distribution valve was disconnected. The fse reattached the tubing on the fitting 0 on the distribution valve and resolved the leak of air, latron failure and "shutdown not complete" errors. Upon recur, the failure mode identified could cause erroneous differential, retic and nrbc results due to improper cleaning of the diff/retic/nrbc/stain sample pickup line. (B)(4).

Event description:
The customer reported the dxh800 instrument generated a "shutdown not complete error" and on startup, there were no differential results for latron and customer cannot proceed with running the instrument. No erroneous results were generated in connection with the reported event.